Event description:
The caregiver (cg) contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during fill 2. The patient was connected at the time of the alarm. The cg stated that the lines were leaking. The cg had already taken down the supplies and would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the cg on (B)(6) 2011 regarding the reported se 2240. The cg confirmed that the cassette was leaking from the supply line. The cg did contact the registered nurse (rn) and the rn did testing on the patient to make sure no infection had occurred. The cg stated the patient has been continuing therapy on the cycler successfully. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Baxter received one actual sample for evaluation in reference to the report for a system error 2240 (air in set). The set was visually inspected with solution noted throughout the set. The set was placed on a homechoice machine for priming and run with a system error 2240 alarm noted during dwell 1 of 5. The set was then tested underwater at 8 psi with a leak noted approximately 11 inches from the connector on one of the supply lines. There were no product nonconformances associated with the production of the lot. There is no evidence to support this condition as related to the manufacturing process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.